Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 1) occurred with multiple cartridges during basal deliveries. The customer's blood glucose level was 120 mg/dl. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy.